Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the monitoring printed circuit board (pcb) to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No logs have been received as this pcb is responsible for saving up the logs on. Since this pcb is corrupted so it is not possible to save the logs. The returned monitoring pcb has been tested in a ventilator. It alarmed directly for a technical errors indicating power, communication and barometer errors, after the start-up. Further investigation, revealed that the wheatstone of the sensor on the monitoring pcb had an imbalanced resistance. Replacing this sensor resolved the issue. The monitoring pcb handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. It was possible to reproduce the claimed issue at the manufacturer site. It has been confirmed that the replaced pcb was the cause of the issue due to a defective sensor on this pcb.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error codes indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).